Manufacturer narrative:
Evaluation summary: the first two proximal wraps were intact. The remaining wraps were stretched distally over the distal tip and deformed. There was no damage to the distal tip. There was a kink on the transition tubing 9.2cm proximal to the guide wire entry port.

Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute onyx drug-eluting stent to treat a lesion in the cx with 90% stenosis. It is reported that an attempt was made to position the stent, however, the stent failed to cross and it was decided to pull it back. It was reported that the stent was not perfectly crimped, on removal from the patient. Excessive force was used during delivery. No patient injury. Nothing was implanted at the lesion. The physician believes that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.